Event description:
It reported that seven months ago when the pump was turned off by a health care provider (hcp), the patient did not realize it until the next day when she had pain. The patient had been having problems with the pump for the last 8-9 months. The patient had weight loss, sickness in her stomach, a lot of vomiting, and she felt pressure in the midsection between the catheter tip and pump. An hcp checked last week to determine if there was a partial occlusion. A revision surgery was scheduled for monday. The patient also had two knots in her spine since 6 months ago. The patient was told this was where the anchor was located. The system was being used to deliver dilaudid.

Event description:
It reported that seven months ago when the pump was turned off by a health care provider (hcp), the patient did not realize it until the next day when she had pain. The patient had been having problems with the pump for the last 8-9 months. The patient had weight loss, sickness in her stomach, a lot of vomiting, and she felt pressure in the midsection between the catheter tip and pump. An hcp checked last week and determined there was a partial occlusion. A revision surgery was scheduled for monday. The patient also had two knots in her spine since 6 months ago. The patient was told this was where the anchor was located. The system was being used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).